Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and the post feature has fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument fractured during a knee procedure. Attempts have been made and no further information has been provided.